Event description:
The healthcare professional, via the manufacturer representative, reported it was not possible to connect the lead to the implantable neurostimulator (ins) during a replacement procedure. The lead did not seem damaged and per the physician, the setscrew of the ins was screwed beforehand and that was why they did not manage to connect the lead. They then unscrewed the setscrew and tried connecting the lead. After some difficulty, the physician was able to insert the lead, however the setscrew could not be screwed anymore. It was stated there were no known factors that may have led or contributed to the issue. The ins was never implanted and a different ins was used. With a different ins, the connection was "ok" and there was no problem. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins setscrew backed out beyond the point of being able to engage with the connector block and was cross-threaded. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.